Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, external order frequency codes were not working and had patient medication with this frequency. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that one of the external order frequency codes was currently not working. A technical support specialist (tss) found that the order had likely started before the frequency code was mapped. The tss observed that repeat pattern 1 showed the current mapped frequency code, while subsequent patterns had unmapped days. The tss recommended that the customer resend or update the order with the new frequency code or map the additional codes accordingly. However, after multiple follow-ups, the customer did not respond. The system functioned as intended after the technical support specialist verified the device

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, external order frequency codes were not working and had patient medication with this frequency. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.